Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-05635. It was reported during a rotational atherectomy treatment procedure, burr removal difficulties occurred. The target lesion was located in a mildly tortuous, severely calcified posterior left anterior descending (lad) artery and posterior left circumflex (lcx) artery. A 330cm rotawire floppy was selected and advanced down the lad. A 1.25mm rotabator rotalink plus rotational atherectomy system was then selected, loaded onto the rotawire, and advanced to treat the target lesion. A rotational speed of 160,000 rpm¿s was utilized using standard approach and technique. However, when the 1.25mm rotalink plus system was to be withdrawn from the lad and into the non-bsc guide catheter, significant resistance was met and it was initially not able to be retrieved at that time. At the time of wiring, it had gone unnoticed that the rotawire was placed through a strut of an unidentified previously placed stent in the proximal lcx. A number of unsuccessful attempts were made to withdraw or remove the burr with and without spinning the burr as well as constant and direct tension on the system while not spinning the burr. Finally, with the assistance of an 8fr non-bsc guide catheter the 1.25mm rotalink plus system was withdrawn from the patient and the procedure was completed successfully with stenting and post-dilation of the posterior lad and posterior lcx. No additional patient complications were reported.